Event description:
It was reported that the patient with this artificial urinary sphincter presented with recurring incontinence, cuff erosion and, additionally, the device stopped working. A surgical procedure was performed to remove and replace all the components. No additional patient complications were reported.

Manufacturer narrative:
Corrected c2/d10: concomitant product/therapy. Corrected g1: manufacturing site. Corrected g2: report source. Corrected h8: usage of device. Additional information updated: b5: describe event/problem. H6: patient codes.

Event description:
It was reported that the patient with this artificial urinary sphincter presented with cuff erosion and, additionally, the device stopped working. A surgical procedure was performed to remove and replace all the components. No additional patient complications were reported.